Manufacturer narrative:
The reported field event of the inability to communicate and output anomaly was confirmed in the laboratory and was due to low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER with bradycardia. Upon device interrogation, device had eri and was due to normal battery voltage depletion. Device was found to have low voltage output and diagnostic issue. Device was explanted and a new device was implanted. Patient was stable post procedure.